Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the physician was unable to tighten the set screw in the atrial port. The pacemaker was removed and replaced. The patient was discharged with no reports of adverse consequences.